Manufacturer narrative:
Radiometer investigation of the provided data logs were unable to determine the root cause. Hence the root cause remains unknown.

Event description:
According to the complaint, on (B)(6) 2025 the customer reported that the lactate results were being reported outside the reportable range (in the negative ranges) of the abl90 flex analyzer. Serial number: (B)(6).